Manufacturer narrative:
The device was sterilized at the user facility prior to being returned to olympus for eval. The biopsy channel and the suction channel were checked with a boroscope, and white residue and debris were found throughout. In addition, the distal end cover was cracked which caused the device to fail the insulation test. The device was serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined. This report will be supplemented if add'l and relevant info becomes available at a later time. An olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. No reprocessing deviations were noted. Please cross-reference the following reports for the other four colonoscopies: 2951238-2014-00034, 2951238-2014-00035, 2951238-2014-00036 and 2951238-2014-00037.

Event description:
Olympus was informed that five colonoscopies tested positive for klebsiella, citrobacter, pseudomonas, stenotrophomonas, e.coli, enterococcus and other non-specified gram negative bacteria. The user facility cultured the device as part of their microbiological surveillance testing. The device was reprocessed in a non-olympus automatic endoscope reprocessor prior to conducting the test. There was no pt infection associated with this report.